Event description:
It was reported that the patient presented for a device changeout procedure. Interrogation in both unipolar and bipolar sensing before the procedure revealed that the right ventricular (rv) lead exhibited multiple episodes of noise over-sensing, which resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2026. No patient consequences were reported before, during or after the procedure, and the patient was later discharged.